Event description:
It was reported the patient experienced pain at the ipg site due to the location of the device. Allegedly, the patient's doctor also believed the location of the ipg was causing issues with the patient's arthritis. As a result, the patient's ipg was explanted in 2015 (exact date of explant is unknown).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.